Event description:
It was reported that the customer's insulin pump has cracks to the reservoir compartment, and will not turn on. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and tube lip, and a cracked case.